Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found buildup on the inside of the aliquot drain. The cse replaced and aligned the aliquot drain assembly. The cse replaced the aliquot probe assembly and auto aligned the aliquotter and reagent shuttle 2. A quick check and quality controls were run, resulting within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on two patient samples tested for multiple assays on a dimension vista 1500 instrument. Only the discordant result of ethyl alcohol for patient (B)(6) was reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The correct ethyl alcohol result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.